Manufacturer narrative:
The reagent lot number was 76615201 with an expiration date of 31-aug-2024. The field service engineer found the rinse mechanism tube had a hole and he replaced the tube. He ran mechanism checks, precision checks, blank cell measurements, and a photometer check. The customer ran qc that passed. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable cobas integra creatinine plus ver.2 assay results from the cobas 6000 c 501. Patient 1 initial result was 4.23 mg/dl. The result from a redrawn sample was 0.80 mg/dl. The repeat result of the original sample was 0.79 mg/dl. Patient 2 initial result was 5.49 mg/dl. The result from a redrawn sample was 1.24 mg/dl. The repeat result of the original sample 0.85 mg/dl. The repeat results were believed correct.